Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert appeared before issue resolved prior to contact with support. There was no reported impact to the customer¿s blood glucose level. Customer changed wall outlet while continuing to use tandem wall adapter and charging cable, pump began charging again, and no further assistance was required.